Event description:
Info received indicates the siderails on the left side of the bed will not latch.

Manufacturer narrative:
The technician found the siderail latches were contaminated and would not allow the siderails to latch. The technician cleaned the latches to repair the bed.